Event description:
It was reported to gore that a gore-tex® vascular graft was implanted in 2012 in a (B)(6) male patient to treat an atheromatous occlusion located in the subclavian artery. On (B)(6) 2018, after about 6 years, the gore-tex® vascular graf was explanted due to an infection by klebsiella pneumoniae and staphylococcus lugdunensis.

Manufacturer narrative:
The gore-tex® vascular graft was returned to geprovas, independent laboratory, for investigation. The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: tissue present: yes. Largely devoid of tissue, except for minimal, scattered light tan/brown tissue was present on the albumen surface. Visible portions of lumen, looking in from poles, are widely patent. Patency for the entire device could not be determined with the information provided. Both poles were transected. Extremity a was ovular in shape and had five rings missing. Extremity b was partially pinched and had one partially cut ring along the transection. From gross images all material disruptions (i.e., material transections/cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during a surgical procedure. Request for additional analysis: no. Reason: material disruptions are consistent with those caused by surgical instrumentation used during a surgical procedure. Based on the ei's review of the geprovas report, no additional analysis is requested.